Event description:
On (B) (6) 2009, a doctor reported that a patient lost a dental implant about fourteen days after the implant placement, due to non-osseointegration because no initial stability was achieved.